Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-16148; related manufacturer reference number 3006705815-2022-16149. It was reported that patient experienced ineffective therapy due to high impedances on both leads. Reportedly, patient failed to charge the ipg as recommended. The ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the entire. System was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.